Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare service representative. Repair will be completed by the customer. No failure identified. No patient information available after calls to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021.

Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no report of patient injury.